Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples were visually tested for presence of fm within the tubes. 0 of 30 samples failed. Therefore, this complaint cannot be confirmed based on retain sample testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® serum / cat blood collection tubes, there was dirt foreign matter observed inside the tube. There were no health consequences or impacts reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® serum / cat blood collection tubes, there was dirt foreign matter observed inside the tube. There were no health consequences or impacts reported.